Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer's comment that the programmer turned off 15 seconds after being powered on. It was noted that the programmer did not shut down spontaneously during the incoming checks. Additionally, it was noted that software update-related error codes were in the log file, the cord bay latch was broken, the printer drawer was missing, and the paper tray was nearly empty. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer turned off 15 seconds after being powered on. It was noted that there was no electrical issue, as other devices connected to the same output worked fine. Troubleshooting steps were taken, including turning off the device and replacing the power cable, but the same issue occurred again. It was also noted that, while the programmer seemed off and the screen was black, there was a slight noise from the fan. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.